Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6) 02-020-14-0330 - truliant cr por fem cr por right sz 3. (B)(6) 02-022-55-3020 - truliant por tib tray size 3f/2t. (B)(6) 200-07-29 - advanced patella 29m 3 peg implant.

Event description:
As reported via legal documentation, on (B)(6) 2021, this patient underwent a right total knee replacement surgery and was implanted with an exactech knee system. In the ensuing time, the patient began to suffer from symptoms including but not limited to component loosening and pain and lack of mobility. As a result of these symptoms, the patient underwent a right knee revision surgery on (B)(6) 2021, approximately 3 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.